Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Although the customer was not with their pump charging supplies at the time, they opted to reset the pump on their own once back home.